Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: weight unknown / not provided b3: date of event unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient broke the bridge connected to the implant at tooth location #20. The implant was also fractured and was removed.

Manufacturer narrative:
Zimvie received the reported implant for evaluation. Visual evaluation was performed, a fracture has been identified on the implants collar. DHR review was completed for the subject lot number 63055488. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63055488 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was clinician selects implant that is unable to resist long-term occlusal loading. Therefore, based on the available information, device malfunction did occur. The fracture has been identified on the collar. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.